Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context. Product unavailable for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous distal left anterior descending (lad) artery. The lesion was predilated with an unknown size and manufacturers balloon. The physician attempted to place the 3.00x16mm taxus liberte drug eluting stent, but was unable to cross the lesion. A shaft kink occurred and the shaft broke in two pieces. The shaft broke outside of guide catheter and was able to be retrieved from patient. The procedure was successfully completed using another taxus liberte stent. No patient complications were reported. Patient status reported as "stable".